Event description:
On (B)(6) 2010, the reporter contacted animas on behalf of her grandson (the patient) alleging a bolus programming issue with a pump. The reporter claimed that the patient had been having low blood glucose (bg) episodes. Though reviewing the bolus history of the pump, the animas representative discovered that the patient had been getting 20 unit boluses during a four day period. The patient denied that she had not given herself some of the 20 unit boluses. The patient claimed that she had given herself correct bolus amounts during the time of concern. However, the bolus history was allegedly not correctly recording some of the boluses. As a result of the alleged issue, the patient claimed that she developed low bg symptoms of shakiness, and being incoherent and unable to respond to questions. At one point, the patient claimed that her bg level dropped to "26 mg/dl." The patient was reportedly treated with orange juice. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after receiving insulin boluses that she denied giving herself.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. On investigation, the keypad was found to be fully intact without peeling or visible damage. All buttons responded to presses appropriately. The keypad was removed and no damaged/misaligned contacts were found and there was no evidence of contamination found under the button contacts. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
Through troubleshooting, the animas representative noted that the tdd basal delivery was correct. Also, the pump was not suspended. The time and date was correct and all other settings were confirmed to be correct. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.